Event description:
It was reported that the lead had migrated to the atrioventricular node and was subsequently over sensing atrial signals on the ventricular channel resulting in inappropriate detection of ventricular fibrillation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.